Event description:
Spontaneous report from (B)(6) calling for issues with pump. She stated that the infusion nurse for this pt was having difficulties with the pump due to alarm messages of occlusion error (up and down pressure) and dial flow obstruction. Nurse made sure all the tubes were correctly connected to the pump and that nothing was clamped and bag was spiked properly. She also cleared the line with heparin as well to make sure there was nothing in the port. Infusion was able to be completed and (B)(6) said this was the first time it happened and patients next infusion is on (B)(6) 2024. Reached out to rep (B)(6)per rn's request to schedule for gravity supplies in case pump replacement order is delayed. Unknown if defective pump caused adverse event and pump replacement has been attempted with outreach. Patient to infuse gravity in the meantime if pump not received on time and no further information provided. Reported to (B)(6) by: health professional.